Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed elective replacement indicator (eri) approximately 2 months ago. The device has thus been explanted and replaced. There was expressed concern regarding this device's battery longevity.